Event description:
Surgeon and cst report to director of nursing - lap sponges noted to leave lint and loose strings observed. On (B)(6) 2015, director of nursing called to operating room regarding this report and photographed loose strings on sterile field. Lap sponge noted to leave visible lint as shaken over back table; very fine and difficult to photograph, but visualized in air. Two lap sponge products on field during (B)(6) 2015 event. Further evaluations made between those two products have led us to believe the defective lap sponge product was the medical action lap sponge #411. This item was discontinued from our stock and decreased linting noted as of 01/08/2016 with alternate lap sponge product.